Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The product was returned for analysis and the reported complaint was observed. Additional observations were as follows: the device was returned in clear plastic bag. The lens stop and the plunger stop is removed. The plunger is oriented correctly. Correct nozzle confirmed on the device. The plunger and the lens are advanced at the pause location. The trailing haptic is not fully folded onto the optic but is partially looped back. The leading haptic is extended straight. The leading haptic is at the nozzle tip exit. A light pink discolored area is visible dried in the solution at the nozzle tip exit close to the haptic tip. It is not possible to determine the origin of the discolored area. Cit lab ( cappa) analysed the sample. See attached. The contamination in the nozzle was analysed using duv fluorescence, raman, ftir absorption, microscopic imaging and sem edx analysis. The source of the color is unknown. Two different databases and comparison algorithms were used for analysing the uatr data: 1. The perkin elmer database search 2. The thermo scientific database search. Both the databases suggested similarities with d-panthenol as the first hit. The chemical composition of the pink area appears to be composed of sodium, carbon, chlorine, oxygen and small amounts of phosphorus. This would be consistent with the chemical structure of company ovds. The root cause for the foreign body in the nozzle could not be determined. Cit lab ( cappa) analysed the sample. Chemical structure of the coloured area in the nozzle is consistent with chemical structure of company ovds. The source of the colour is unknown. All nozzles are 100% inspected for cosmetic attributes and the observed particle/ coloured area would not meet companies release criteria. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that before an intraocular lens (iol) implant procedure, the surgeon noticed a foreign body on the tip. There was no patient involved.